Manufacturer narrative:
B5 - corrected data: initial MDR was submitted inadvertently omitting information regarding device explant. This field has been corrected for the purpose of this report. D6b - corrected data: initial MDR was submitted inadvertently omitting date of explant of the device. This field has been corrected for the purpose of this report. H6 - corrected data: coding regarding device explanation f1903 was inadvertently omitted form the initial report.

Event description:
The patient's generator was explanted. Device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device.

Manufacturer narrative:
H6, corrected data: coding regarding historical data analysis b11 was inadvertently omitted from the initial report.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient experienced an infection after a recent implant. The patient is being referred to surgery. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.